Manufacturer narrative:
(B)(4). The customer¿s report of an 800.8000 error code was confirmed. Analysis of the pcu event log shows that a concomitant pump module was infusing an unidentified medication at 1.4ml/hr and the suspect syringe module was infusing drugid 189 at 40ml/hr. At 10:44 pm on (B)(6) 2018 the primary infusion on the syringe module completed. At 10:48 pm, the pump module alarmed for air in line. The user confirmed a syringe selection on the syringe module at the same time as he/she selected the pump module. This simultaneous activity resulted in the error 800.8000.0 ¿ pcu15 general os failure. The root cause of the customer¿s report of an 800.8000 error code was identified as a software issue. No device was returned for investigation. No devices received, log review only

Event description:
The customer reported the device alarmed for a system error during an infusion. There was no report of patient harm.